Event description:
It was reported that a patient reused single-use supplies during fill 5 of peritoneal dialysis therapy. During therapy, it was described that they had an empty bag on the supply line and a full bag on the final line. The patient disconnected the bags and reconnected them so that the full bag was on the supply line and the empty bag was on the final line. It was not reported if the proper procedures were reviewed; however, the technical service representative explained that the supplies had been compromised. The patient ended therapy and would contact their nurse to ask if they should finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reconnected bags that they had intentionally disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.